Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis: device appears to be intact, biological tissue on top of the device is red / brown, the device is brown on the entire surface, it is inside a transparent plastic container.

Event description:
Healthcare professional right side reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional right side reported rupture. Device has been explanted.